Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that intracavitary fibroid. Transcervical resection performed. The procedure was technically challenging. A small loop electrode fractured during the operation and was identified immediately. The fragment, approximately 4 mm in size, was not visible upon inspection and is presumed to have been expelled with the irrigation fluid. The loop was replaced with a new disposable electrode to complete the procedure. A check hysteroscopy was performed at the end of the procedure, and no foreign body was identified within the endometrial cavity. Due to the additional hysteroscopy the event is deemed reportable.

Manufacturer narrative:
Device evaluation: investigation was done on september 11,2025: product was discarded by the user. As no product has been returned a final determination of the root cause is not possible. In similar cases with the same product, excessive force during application caused the electrode wire to break. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production-related quality checks were passed and no non-conformities were identified in the device manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).